Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. While introducing the 2.75x12 synergy¿ stent delivery system into the 6f non-bsc guide catheter resistance was felt within the catheter. The device was withdrawn from the guide catheter and it was noted that the stent struts were opened on the proximal end. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: a visual examination of the stent found that first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged proximal section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred due to device interaction with the ancillary devices during introduction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. Tip damage most likely occurred due to operational context and hypotube kinks most likely occurred due to handling of the device. Based on the event description and analysis results; stent damage most likely occurred due to device interaction with the ancillary devices during introduction. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. While introducing the 2.75x12 synergy¿ stent delivery system into the 6f non-bsc guide catheter resistance was felt within the catheter. The device was withdrawn from the guide catheter and it was noted that the stent struts were opened on the proximal end. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.